Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was not specified. It was reported that post-implant of the leadless implantable pulse generator (ipg) a sudden drop in blood pressure, pleural effusion and tamponade were noted. Percutaneous pericardial drainage was performed. The patient's blood pressure but dropped again, suddenly requiring additional tap of effusion. Blood clots were noted during tap so the patient was sent to operating room (or) for sternotomy, removal of pericardial thrombus and over-sewing of right ventricular outflow tract perforation. It was noted that one tine was exposed in outflow tract during sternotomy. The patient then experienced sudden drop in blood pressure and pulseless electrical activity.